Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016 svc coil impedance rose to 254 ohms up from a trend of 43-60 ohms. Svc defib lead impedance warnings occurred on (B)(6) 2016 for greater than 200 ohms.

Event description:
It was reported that the right ventricular (rv) lead alerted for high superior vena cava (svc) coil impedance. A fracture was confirmed and the svc coil was programmed off initially, and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.